Manufacturer narrative:
Additional manufacturer narrative: attempts to obtain additional information and for product return have been made. However, the customer has rejected to provide further information regarding the event. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that a 33mm 7300tfx mitral valve was explanted after an implant duration of 3 years and 8 months due to unknown reason. The explanted valve was replaced with a 31mm 11400 mitris resilia mitral valve. No other details were provided.

Event description:
It was reported via the implant patient registry that a 33mm 7300tfx mitral valve was explanted after an implant duration of 3 years and 8 months due to unknown reason. The explanted valve was replaced with a 31mm 11400 mitris resilia mitral valve. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: attempts to obtain additional information and for product return have been made. However, the customer has rejected to provide further information regarding the event. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation as it was never received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.